Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow and down arrow keypad buttons were unresponsive. The patient stated that she noticed the unresponsive issue with the keypad buttons occurred on (B)(6) 2012 and that the keypad was lifting around the ok keypad button on the evening of (B)(6) 2012. The pump was reportedly exposed to water on the evening of (B)(6) 2012. The patient stated that after 2 days, the pump's screen was scrolling without user intervention and tried to use the up arrow and down arrow keypad buttons to stop the scrolling without success. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported as the patient stated that the unresponsive issue with keypad buttons occurred prior to the torn peeling keypad issue. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.